Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The customer reported the stent delivery system was discarded. A follow-up report will be submitted with all additional relevant information. (B)(4): distal to stent.

Event description:
It was reported via a trial that one day following the implantation of the xact stent in the right internal carotid artery, the patient experienced a stroke with facial droop and left sided weakness. The patient was taken back to the catheterization lab and it was found that there was no flow in the xact stent and there was an occlusion in the right common carotid (rcc) artery at the thoracic inlet. The left internal carotid artery (lica) was treated with angioplasty and the implantation of another abbott stent. The rcc occlusion was not treated as the physicians felt that the patient would benefit more from stenting the lica. The patient's condition has worsened and the patient remains in the hospital. Though requested, there was no additional information provided.

Event description:
It was reported that it was a right coronary artery procedure in a narrow, ectatic, heavily tortuous and heavily calcified vessel. A xience prime 2.5 x 33 mm would not cross the lesion and was removed from the patient. After removal the struts were reported to be damaged. A xience v 2.5 x 18 mm and a xience v 3.0 x 18 mm were both deployed in the lesion with no problems reported. A xience v 2.25 x 8 mm was then attempted to be placed distal to the two deployed stents. However, this stent caught on the previously deployed 3.0 x 18 mm stent and dislodged. It was deployed proximal to the previously deployed stents, using the stent delivery system balloon. The procedure was then completed with no further devices being used. The patient was admitted to hospital for 2 days of observation. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood visible on the balloon and contrast in the inflation lumen. This is consistent with preparation and the sds advanced into the patient anatomy. The stent was dislodged from the balloon and not returned, confirming the reported information. The balloon was returned flat. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a bend in the hypotube. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported failure to advance or stent dislodgement. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the heavily tortuous and calcified lesion contributed to the reported failure to advance. Also, it was reported the sds was attempted to cross a previously implanted stent, which likely contributed to the reported difficulties. It should be noted the xience v instructions for use (IFU) states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. An interaction with the lesion/anatomy during the attempt to cross the previously deployed stent may have resulted in an interaction with the stent implant that could have caused damage to the stent and subsequently lead to the stent dislodgement during retraction. Additional treatment was used to deploy the dislodged stent proximal to the previously placed stents. The patient required further observation in the hospital. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. In this case, the reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure.